Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. A review of the instrument history indicated that the device has not yet been returned to olympus for service ever since the user facility purchased the device on (B)(6) 2012.

Event description:
Olympus was informed that the bronchoscope was used on a patient to remove a foreign body, but the bronchoscope was used out of the box and was not disinfected. There was no patient harm reported. In addition, the bronchoscope channels were not being brushed, as the user facility was using an automated endoscope processor that has brushless claims. The olympus endoscopy support specialist advised users that the channels still need to be brushed during the pre-cleaning. Olympus followed-up with the user facility to obtain additional information regarding the report, but with no result.